Event description:
It was reported that during in-servicing, user advisory 7 could not be cleared. No adverse event reported.

Manufacturer narrative:
Complaint of "user advisory 7 could not be cleared" was confirmed. A load cell was causing the system to generate the user advisory message. Platform passed the final test after the part was replaced. No adverse event reported.